Event description:
It was reported that the pump module had a connection error and was unable to connect to the pump. An investigation by bd revealed that on (B)(6) 2023 at 10:21:15 am, the suspect pump module was powered on attached to pcu device s/n (B)(6), and an error code 210.6020.1 was recorded as a result of a malfunction. The error code is defined as a keyboard failure during power on self-test (post). The bd alaris technical service manual response to the error message is to replace the keypad (door assembly). During the inspection, a third-party door assembly was observed (manufactured by aiv, inc.). The probable cause of the reported error message is attributed to an intermittent malfunction with the unsupported third-party door assembly (manufactured by aiv, inc.) Installed on the pump module.